Event description:
Description: I burned my eye with clear care solution right before thanksgiving dinner with my boyfriend's family today. Thanks a lot clear care for the most horrible thanksgiving I have ever experienced. I will never be buying clear care solution again. It is way easy to mistakenly moisten your contact with this crap solution and stick it in your eye like any other solution. Bad idea. I hate this product. When and how was error discovered: "stuck it in my eye". Pt counseling provided: (B)(4).